Event description:
Information received by medtronic indicated that the insulin pump received no motor movement or negligible movement. Customer stated that they were retries to free a stucked motor failed. Customer reported that alarm was not cleared. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S.w version 6.5w. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 38 alarm found on 31-dec-2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected pump error 38 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 38 alarm was recorded and found in the formatted history file on the event date. 12/31/2021 13:26:41.000 to 12/31/2021 13:59:48.000, 12/31/2021 14:03:54.000 to 12/31/2021 14:49:35.000, 12/31/2021 15:02:45.000 to 12/31/2021 15:36:37.000, 12/31/2021 18:04:09.000 to 12/31/2021 18:50:38.000, 12/31/2021 21:11:51.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 38 alarm was confirmed according in the formatted history file download due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Pump error 38 alarm was confirmed. Pump error 38 alarm according in the formatted history file download due to slight corrosion on the pcba 1, pcba 2 and motor assembly noted. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.